Manufacturer narrative:
The analyzer's serial number is (B)(6). The lot number of reagent b is 716600 with an expiration date of 31-jan-2025. The sample was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results for 1 patient on a cobas e 801 analytical unit. The reporter used two reagents: reagent a and reagent b. Results from the analyzer using reagent a: the initial result was 18.4 iu/l. The repeated result was 17.8 iu/l. The sample was retested after calibration and the result was 19.3 iu/l. Results from another analyzer using reagent b: the results were negative: the initial result was 3.54 iu/l and the repeated result was 4.39 iu/l. The sample was retested after calibration and the result was 2.8 iu/l. The questionable results were not reported outside the laboratory. The sample was repeated due to the previous results being negative for this patient. The negative results were assumed to be correct. The patient sample was sent to an investigation laboratory. On (B)(6) 2024, the investigation results were: the sample was tested on a cobas e801 module using reagent b and the test results were negative (2.15 iu/l and 2.64 iu/l). The sample was tested on a cobas e801 module using reagent a and the test results were positive (16.1 iu/l and 15.5 iu/l). The sample was tested on a cobas e602 module using another reagent lot number and the test results were positive ( 25.0 iu/l and 25.8 iu/l).

Manufacturer narrative:
The alleged sample was investigated. The positive anti-hbs ii result with reagent lot 777942 and the negative anti-hbs ii result with reagent lot 716600 was reproduced during the investigation. The sample could not be neutralized with hbsag in a neutralization experiment. A systematic lot-to-lot variability was not observed between the reagent lots 777942, 716600, and a third reagent lot. The positive anti-hbs ii result is assumed to be unspecific/false positive. The investigation did not identify a product problem.